Event description:
It was reported that a poor communication screen was seen on the patient programmer, there was a problem with the programmer, and no adjustment was able to be made both with or without the antenna attached. It was noted that the reporter tried repositioning the antenna and tried the programmer without the antenna, and poor communication was still seen. The reporter stated that the patient did not feel stimulation and the patient couldn¿t remember the last time stimulation was felt. It was reported that about 16 days ago, the patient was ¿not doing so well¿ and went to the doctor. It was noted that the doctor was going to write him a prescription for his fever, but then decided it was best to get the patient in the emergency room. It was reported that the patient was in the hospital for five and a half days and was transferred to a rehabilitation center. The reporter stated that the patient was only supposed to be there for two days but it had been seven. It was reported that the patient had been wearing diapers during his stay in the hospital and rehabilitation center. It was noted that the patient was given ¿citric something¿ because, the patient was not having a bowel movement. It was reported that it took the patient five hours to have a bowel movement. The reporter stated that the patient was in a wheelchair and a walker, and an appointment would be made with the patient¿s doctor after the patient was out of rehab. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va09hd8, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).